Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. There were no patient consequences and the patient will continue to be monitored.